Manufacturer narrative:
H10: h3,h6: one 72201702 bioraptor suture anchor device intended for treatment, was not returned for evaluation. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿read these instructions completely prior to use. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ instructions for use indicates use of this device for hip and shoulder applications. The procedure was reported to be an elbow procedure. This application is not captured as an indication for use. Complaint history review indicated a similar (related) allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an elbow procedure, the bioraptor anchor broke. All fragments were retrieved from the patient. An additional bone hole had to be drilled in order to use the backup device available. The procedure was finished with no significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.